Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device could not engage the attachment, did not function, was frozen/will not move ¿ chuck seized, moving parts of the device did not move smoothly, and the etching was illegible. It was further determined that the device failed pretest for marking and labeling, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check pins length of handpiece coupling, check the cannulation of attachment, check for mechanical free movement, and check general function in running mode. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the chuck with key device was frozen/seized. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. UDI ¿ (B)(4).